Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting steps, but the pump did not turn on. Consequently, technical support decided to replace the pump, confirmed the shipping address, and provided instructions for the return of the faulty pump. The pump was under warranty, and the customer was to utilize multiple daily injections as a backup therapy to ensure continued insulin delivery.